Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed this case was a part order from the customer under contract for a speaker assembly replacement. Based on the information available, the cause of the reported problem was a faulty speaker. The customer was provided a replacement speaker to resolve the issue.

Event description:
Philips received a complaint on the intellivue multi measurement server x2, indicating the loudspeaker is faulty. Additional information was received that the device did not have audible sound. This was identified during setup. The device was not in use on a patient at the time of the event, there was no patient involvement.